Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Device received for manufacturer review/investigation on (B)(6) 2015. The investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system. Service & repair review: lot 6581145 - no service history review can be performed as this is a lot controlled item. The manufacture date of this item is april 26, 2011. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during an unknown initial surgery on (B)(6) 2015, the torque limiting screwdriver was possibly out of calibration because the locking screws were unable to be loosened. There was no additional torque limiting handles or any other alternate devices available. All the locking caps were locked down properly, but could not be unlocked. There was a 2 minute delay in the surgery, but the procedure was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: part received in good condition, slight evidence of wear. Nemcomed (presently avalign technologies - nemcomed division) manufactured the 10nm torque limiting ratchet handle-6mm hxc, part 03.620.061, and lot 6581145 (serial (B)(4)). Initially, the part conformed to the supplier¿s certificate of conformance and was inspected and conformed to the (B)(4) final inspection sheet. There were no material review reports, non-conformance reports, or complaint related issues with this lot. The device was returned for not loosening screws. The torque value was checked and the values were found to be still within the specified acceptable torque range. This instrument has never been previously sent in for calibration. No actions taken. Lot number 6581145 is still within the acceptable torque value. Based on the evaluation, the failure condition is not confirmed and is not considered to be related to manufacturing processes or materials. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service & repair evaluation: the customer reported the item failed calibration testing. The repair technician reported ¿adjustment needed¿ as the reason for repair. The item is not repairable. The cause of the issue is unknown. Investigation is ongoing. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.